Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Event description:
The patient reported, pain, bleeding and bite concerns.

Manufacturer narrative:
Report #3014845255-2024-04978 is a duplicate of report #3014845255-2024-04977 issued on 12-16-2024.